Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer also received a motor position encoder error alarm. The drive support cap is recessed. The customer stated the device was exposed to a magnetic field; she had an MRI. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind process and a motor position encoder error alarm was in the alarm history due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot and minor scratches on the lcd window.